Event description:
A customer reported an altitude alarm with their pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer¿s insulin was initially suspended due to the alarm, but after following instructions to clean and reset the pump, normal operation resumed. Technical support provided tips for preventing future altitude alarms.